Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 system display became unresponsive during procedure. There was no report of patient injury.

Manufacturer narrative:
In the initial report, submitted february 13, 2018, the results reported by the service technician were inadvertently not included in the report. A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The service technician reverted the system software to a previous version, as the issue seemed to appear after a software update during a warranty preventative maintenance. Subsequent functional testing did not identify further issues and the unit was returned to service. As the issue could not be reproduced, the exact root cause was not confirmed. However, perceived unresponsive or freezing touch screens related to the reported software version are known and corrective actions are in progress for this issue.